Manufacturer narrative:
Concomitant medical products: dtba1d1-ICD, 419688-lead; implanted on (B)(6) 2015 product event summary: two controllers, six batteries, three controller ac adapters and one battery charger were returned for evaluation. The pump was not returned. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Log file analysis of the primary controller, (B)(4), revealed a controller power up event on (B)(6) 2018 at 01:06:25. The data point prior to the controller power up event (at 00:42:07) revealed that (B)(4) was connected to power port one with 84% relative state of charge (rsoc) and (B)(4) was connected to power port two with 90% rsoc. The estimated maximum pump-off time was approximately 24 minutes and 37 seconds. The data point after the controller power up (recorded at 01:21:34) revealed that (B)(4)was connected power port one with 83% rsoc and (B)(4) was connected to power port two with 98% rsoc. No alarms or fault statuses were recorded near the controller power up event. The data point prior to the loss of power indicates that the power sources were at a high capacity, suggesting that the patient had no need to disconnect either power source. Failure analysis of (B)(4) revealed that the units passed visual inspection and functional testing. These devices performed as expected. Failure analysis of the (B)(4) revealed that the unit passed visual inspection and functional testing. However, log file analysis revealed that the date and time was reset to zero (year 2000). Log file analysis also revealed that (B)(4) was likely the backup controller. The controller was able to retain the date and the time when the real time clock battery was adequately charged. The most likely root cause of the reset date and time can be attributed to an extended period of time when the controller was not connected to an external power source, causing the real time clock to deplete. However, this finding was not related to the reported event. Failure analysis of the primary controller, (B)(4), revealed that the unit had loose connectors on both power ports. Despite this finding, the connection between the controller and batteries was secured. The loose connector observation was not related to the reported event. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. An investigation has been opened by the supplier to evaluate loose power port connectors and implement corrective actions as required. The most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Initial testing of (B)(4) indicated that the controller was able to sound the "no power" alarm. During testing, the controller was exposed to a temperature of 50 degree c to determine if the ¿no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected. During the analysis of the controller, it was observed that the internal battery's thermal fuse was prematurely opening a few degrees before the fuse's specification, resulting in a failure of the "no power" alarm. Given the fact that the patient was at a hospital, it's highly unlikely that the controller had experienced such extreme ambient conditions. Furthermore, log file analysis revealed that the controller may have been without power for up 24 minutes. Such an extended period of time without power may have depleted the internal battery by the time the patient was found. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources. The most likely root cause of the lack of a "no power" alarm when the patient was found can be attributed to a faulty thermal fuse and/or due to an extended period of time where the "no power" alarm was sounding, eventually depleting the internal battery. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient is reported to have had an ischemic cerebrovascular accident as well as recent bacteremia with confusion prior to this event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via voluntary medwatch indicates that the patient was white; not hispanic/latino. According to this report, the patient had been admitted to telemetry for an unrelated urological issue. The telemetry monitor alarmed at 1am which triggered the nurses to respond to the patient¿s room. The nurses found the patient unconscious and cyanotic. The site further reported that they heard no audible alarm from the patient¿s controller despite both power sources being disconnected. The patient¿s driveline is reported to have still been connected to the controller when the patient was found. The power sources were reconnected with a pump re-start by the nurses and cardiopulmonary resuscitation initiated. The patient was transferred to the intensive care unit with seizure status post cardiac arrest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had been found in a room without power sources connected to the controller. The driveline was still connected to the controller and was not damaged. The event was associated with a ventricular assist device (vad) stop event. Engineers estimated that the pump off time was between 9 minutes 28 seconds and 24 minutes 28 seconds. In addition, the site reported that the event was associated without the expected ¿no power alarm¿. The site reported that the patient had been confused prior to the event. The patient is reported to have experienced a cardiac arrhythmia and respiratory distress. The patient¿s condition required cardiopulmonary resuscitation, intubation and mechanical ventilation. A preliminary review of the controller log files confirmed the reported loss of power with a subsequent controller power-up. Subsequent information indicates that the patient expired as a result of the reported event.

Manufacturer narrative:
Product event summary: one controller was returned for evaluation. A review of the manufacturing documentation for the controller confirmed that the device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis of the controller¿s log files revealed a controller power-up event was logged on (B)(6) 2018 at 01:06:35. The controller was without power for a maximum of 24 minutes and 28 seconds. As a result, the reported loss of power was confirmed. Failure analysis of the primary controller revealed that the unit had a loose power port one (1) and loose power port two (2) connector. Despite this finding, the connection between the controller and batteries was secured. The loose connector observation was not related to the reported event. Based on an investigation, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Initial testing of the controller indicated that the controller was able to sou nd the "no power" alarm. Additional testing of the controller was performed; during testing, the controller was exposed to a temperature of 50 degrees celsius to determine if the ¿no power¿ alarm would still sound under higher environmental (ambient) temperature c onditions. Results revealed that the alarm failed to sound once both power sources were disconnected. During the analysis of the controller, it was observed that the internal battery's thermal fuse was prematurely opening a few degrees before the fuse's specification, resulting in a failure of the "no power" alarm. As a result, the reported "no audible alarm" event was confirmed. Given the fact that the patient was at a hospital, it's highly unlikely that the controller had experienced such extreme ambient conditions. Furthermore, log file analysis revealed that the controller may have been without power for up to 24 minutes. Such an extended period of time without power may have depleted the internal battery by the time the patient was found. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details. The most likely root cause of the lack of a "no power" alarm when the patient was found can be attributed to an open thermal fuse and/or due to an extended period of time where the "no power" alarm was sounding, eventually depleting the internal battery. An internal investigation was initiated to capture events involving the controller losing power. Concomitant medical products: product ID: 419688 lead, implanted: (B)(6) 2009; product ID: 1488t lead, implanted: (B)(6) 2003; product ID: rv02 lead, implanted: (B)(6) 1999. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.